Event description:
Per the clinic, the patient stopped responding to sound with device use and impedance measurements revealed open circuits on all electrodes on (B)(6) 2025. Hardware exchange, troubleshooting, and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and re-implant the patient with a new device; however, this has not occurred as of the date of this report.